Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (74h1501767) and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and it was found that the column functioned as intended. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the column was in use with a hood circuit and then switched to comfort flo set-up. The water bottle was punctured, but the low water notification would turn off, until they changed the column out. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record number provided belongs to product code 1423 that belong to miscellaneous family for that reason in order to perform the correct review of DHR the correct lot number is needed. No corrective actions can be implemented due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed.

Event description:
The customer alleges that the column was in use with a hood circuit and then switched to comfort flo set-up. The water bottle was punctured, but the low water notification would turn off, until they changed the column out. No patient injury reported.